Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on multiple high readings on their blood glucose meter. The consumer subsequently experienced a hypoglycemic event, which did required emergent food intake to raise the sugar level. During troubleshooting the integrity of the test strips was determined to be in range. The difference in the consumer's readings was determined to be clinically significant. The test strips and meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.